Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 640 mg/dl. Customer's blood glucose before bed was 140 mg/dl. Customer stated they got low battery alert. Customer stated higher display brightness and extending backlight timeout greatly deplete battery power. The insulin pump will not be returned for analysis.